Event description:
It was reported to st. Jude medical that the pt was seen by their physician when they began having symptoms in august 2000. Pt had only visited the physician once since the intiial implant in august 1999. Upon interrogation, the device appeared not to be sensing r-waves and pacing at 40ppm regardless of intrinsic activity. The lead wires were tested and no problems were observed. The ICD was explanted.